Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. A system check was performed with tandem technical support and no issues were identified. Customer successfully resumed insulin delivery. Customers blood glucose was 441 mg/dl.